Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atg45 device was received with the firing mechanism damaged and with tr45g cartridge loaded in the device. The reload was received partially fired 3/4 and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the device could not fire completely at the first firing with the green reload. Only about 2/3 cut line and malformed staple line were deployed. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.